Event description:
It was reported to boston scientific corporation, that in 2007 a hydrothermablator procedure set was used during a hydrothermal ablation procedure in a female patient (age & weight unknown) the same day. According to the complainant, "during the procedure, the physician noted that 4x4 gausses were saturated with saline and hot and burned the cervix. The hta machine did not give a fluid loss alarm and the nurse in the room confirms no noticeable fluid loss in the reservoir." The patient suffered a minor burn on the cervix, which was treated with silvadene cream. The physician completed the procedure with a competitor's product (thermachoice). The physician reported the patient is doing "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the relationship between the device, and the event cannot be determined.